Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received intermittent erratic ise results. She provided results for eight patients, results for three of the patients were discrepant: patient 1, initial sodium result 128, repeated on same analyzer gave 139 mmo/l. Patient 2, initial potassium result gave 5.75 (accompanied by high data flag), repeated on same analyzer gave 4.28 mmol/l. Patient 3, initial potassium result gave 5.37, repeated on same analyzer gave 3.80 mmol/l. No erroneous results were released. The field service representative determined the sample probe was the cause, and he replaced the probe and seals. He ran calibration, qc and precision which were acceptable.